Event description:
During the procedure to replacement the pt's leads (reference MFR report # 1627487-2011-08182), the physician decided to replace the pt's ipg due to pt discomfort. It was reported the physician replaced her ipg with a smaller ipg to address the issue.

Manufacturer narrative:
Eval: results: the ipg had no visible anomalies. The event cannot be confirmed through product analysis testing. There was no alleged functional failure. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.